Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pdk675 batch number, and no non-conformances related to the reported complaint condition were identified. Photo upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and barbed suture was used. The suture broke when it was used in an unknown surgery. Changed to another device to complete the surgery. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 02/21/2020. Additional h3 device evaluation summary photo: three pictures were provided for analysis. Upon visual inspection of the pictures, one open foil and one suture appears to be broken of product code sxpp1a406, lot pdk675. However, no conclusion could be reach on how this happen as the sample was not returned for analysis.